Event description:
It was reported via clinical trial patient (B)(6) event: intraoperative bleeding due. The event was not related to the study device.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number 28565, and no non-conformances were identified. Additional information received: date of surgery: (B)(6) 2021. Adverse event term: intraoperative bleeding due. Severity: moderate. Is the adverse event serious? Yes. Resulted in medical or surgical intervention: yes. Related relationship to primary study procedure: probable. Intervention/treatment: none: yes. Other surgical intervention: yes. If other specify: tevar. Outcome: recovered/resolved. Aorta repair, intraoperative bleeding. Name of concomitant procedure tevar. Failed nissen fundoplication. Laparoscopic lysis of adhesions of over 2 hours long. He aortic injury was repaired by tevar ( thoracic endovascular aortic repair), as in a stent was placed. Patient did not require transfusion. Patient was still discharged home the next day for a less than 24hr hospital stay. She is doing well and the event did not affect length of stay. The linx had nothing to do with the aortic injury. This all transpired before linx went in. This was a redo case with a previous failed hernia repair from another practice. The injury occurred while mobilizing the stomach from the chest. Intraoperative bleeding due to inercostal or bronchial artery tears at its takeoff of the aorta generating a punch hole like injury during retraction. Severity: moderate. Is the adverse event serious? Yes. Related relationship to primary study procedure: not related. Adverse event term : intraoperative bleeding due to inercostal or bronchial artery tears oof at its takeoff of the aorta generating a punch hole like injury during retraction. => intraoperative bleeding due to inercostal or bronchial artery tears at its takeoff of the aorta generating a punch hole like injury during retraction. Relationship to study procedure : probable => not related. Start date: (B)(6) 2022. Alert date: (B)(6) 2022. Country of event: us. Model: lxmc17. Device lot number: 28565. Date of surgery: (B)(6) 2021. Adverse event term: dysphagia. Patient identifier: (B)(6). Sex: female. Age (at time of consent): 75 years. Site awareness date: (B)(6) 2022. End date: (B)(6) 2022. Severity: mild. Relationship to study device: possible. Intervention/treatment: dilation performed: yes. Indicate type of dilation? Mechanical. Date of dilation: (B)(6) 2022. Dilation performed: yes. Indicate type of dilation? Mechanical. Date of dilation: (B)(6) 2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2022. Report submission due date 12/29/2021 to 12/29/2022. G3: 11/29/2021 to 11/29/2022. Incorrect year.

Manufacturer narrative:
(B)(4) date sent: 2/13/2024 additional information received: new log line 3: event details start date: (B)(6) 2023 alert date: (B)(6) 2024 country of event: us model: lxmc17 device lot number: 28565 date of surgery: (B)(6) 2021 adverse event term: dysphagia patient details patient identifier: (B)(6) sex: female age (at time of consent): 75 years additional event details site awareness date: 29 jan 2024 end date: blank severity: mild is the adverse event serious? Blank death: no date of death: blank life-threatening illness or injury: no permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: blank relationship to primary study procedure: blank if related to the procedure, indicate which procedure the event is related to: blank intervention/treatment: none: no dilation performed: yes indicate type of dilation? Mechanical date of dilation: (B)(6) 2023 diagnostic intervention: no diagnostic imaging: yes drug therapy: no observation: no linx explant: no other surgical intervention: no other intervention/treatment: no if other specify: blank outcome: blank according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? Blank updated log line 3: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank => n/a outcome : blank => recovered/resolved relationship to study device : blank => possible is the adverse event serious? (If yes, check all that apply) : blank => no relationship to study procedure : blank => possible updated log line 3: end date : blank => (B)(6) 2024.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2025. Additional information: did this event result in the subject's discontinuation of the study? If yes, complete the study discontinuation form: blank: no.